Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator not detected on the bus. A field service engineer (fse) remoted into the system and guided the customer through a proper power cycle. The process included powering down the refrigerator, backup battery, and pyxis medstation, waiting five minutes, then powering the refrigerator back on, followed by the backup battery, setting the refrigerator door to lock position, and finally powering on the pyxis medstation after two minutes. After completing these steps, fse verified that refrigerator door communication was successfully restored and confirmed full functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, tower door failed and unable to open. Customer reported device not detected on bus and tried reboot the machine but issue still persist. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.